Event description:
It was reported that a patient presented with under-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made. No adverse patient consequences were reported.